Event description:
This device was implanted on (B)(6) 2007 and was explanted on (B)(6) 2016 due to advocate stated this device went dead while he was wearing it. The physician was dr. (B)(6) at (B)(6) center in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).